Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and image review. A celect-pt filter was placed in an infrarenal location without evidence of significant tilt or median perforation. The thrombus burden was caudal to the ivc filter. During the same setting, the patient underwent thrombectomy of the left lower extremity and iliac dvt with angioplasty and stenting of the left common iliac, external iliac and common femoral vein. At the conclusion of the procedure, there was no significant thrombus burden within the filter and there was near complete resolution of thrombus in the previously thrombosed segment of vein. Throughout this procedure, different devices were advanced over a wire which extended past the ivc filter; however, the final venogram demonstrated no significant change in position or angulation of the ivc filter. Cta of the chest several days after filter insertion demonstrates at least 2 very small subsegmental pulmonary emboli. Given the extensive manipulation of the thrombus during the thrombectomy, angioplasty and stenting, this presumably resulted in the embolization of these very small emboli. More than seven months after placement relative to the center line of the ivc, there was an increase in rightward filter tilt, now measuring approximately 19°. This increased tilt may have been related to repeat thrombectomy, presumably angioplasty, as well as additional stent placement through the filter, as the filter was not imaged prior to the beginning of the intervention. Follow-up venograms, performed approx. One year after filter placement, confirms the presence of extensive thrombus throughout both iliac systems and throughout both lower extremities to the popliteal level. There is also extensive thrombus extending above the level of the existing left iliac stent into the cone of the ivc filter where it appears nearly occlusive to the ivc. Limited images from this venogram were submitted, but it appears the operating physician placed lysis catheters extending from the level of the ivc filter to the popliteal veins in both lower extremities. Given the thrombus now involved the ivc filter and right leg, which it did not on the first recurrent thrombosis, this raised the suspicion that the presence of the filter was related to the development of at least the right lower extremity thrombus. Follow-up venograms, performed approx. One year after filter placement, confirmed lysis of the extensive ivc thrombus. This also confirmed the insignificant rightward tilt that was present as well as the penetration of the primary filter leg toward the left as well as an additional secondary filter leg, both extending greater than 1 cm outside of the column of contrast. There was persistent nonocclusive thrombus present in the left iliac venous stent, however, attempted filter retrieval was performed. Per the complaint report, the hook could not be engaged with a snare device. It appears the retrieving physician also attempted to perform a glidewire loop snare retrieval technique, unsuccessfully. There are very limited images related to the retrieval attempt submitted for review. On the images that were submitted, ivc filter retrieval still appeared reasonably possible. The venogram also demonstrated mild stenosis at the level of ivc filter penetration, likely related to the penetration of the primary filter leg as well as potential scarring from the thrombotic event and subsequent manipulations of different devices through this area. As described above, this mild rightward tilt and penetration may have at least been contributed to by the manipulations from previous interventions.there was no comment in the complaint report about future filter retrieval attempt. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-jug-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(6) ¿ major difficulty retrieving the ivc filter. On (B)(6) 2016, the patient had a celect filter placed. The primary reason for filter placement was current deep vein thrombosis with no contraindication to anticoagulation, but with added risk for new or worsened pulmonary embolism. The ivc diameter at the intended filter location was 24 mm. There was no ivc anomaly, but thrombus was present in the ivc and treated prior to filter placement. The amount of residual thrombus in the ivc post treatment was < 50%. Using the right internal jugular vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter migration, fracture, deformation, extravasation of contrast, or the appearance of filter legs outside the column of contrast after placement. Filter tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly. Thrombus was present in the ivc and the amount of residual thrombus present at the time of filter placement was = 50%. The filter was placed in the ivc infrarenal site. There was no evidence of filter deformation, migration, or extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 11.5 degrees. On the same day, the post-procedure x-ray was performed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Core lab analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt was 12.7 degrees in the ap view. Analysis noted that there were missing views for the post-procedure x-ray. On (B)(6) 2017 (287 days post-procedure), the patient was scheduled for filter retrieval because the filter was no longer clinically needed. The pre-retrieval x-ray was not performed due to investigator oversight. Filter legs did not appear outside the column of contrast prior to retrieval and there was no thrombus present in the filter. An unsuccessful endovascular attempt was made to retrieve the filter via the right internal jugular vein with a gooseneck snare kit. The physician reported major difficulty during the retrieval attempt due to the orientation of the filter hook towards the vessel wall. Patient outcome: the patient remains in the study.